Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Unfortunately, the reason for explanting the valve was not provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. According to our records, the subject device was replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction related to the subject device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Without return of the device, an evaluation cannot be performed. No further actions are possible at this time with the available information.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to severe aortic stenosis, secondary to leaflet calcification. The early calcification noted on the valve was indicated to be possibly due to the patient's lupus flare up though MRI did not reveal any evidence of myocarditis or pericarditis. Unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible.